Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative replaced the bag port manifold to resolve the reported issue.

Event description:
The hospital reported a malfunction of the manual bag connector preventing manual ventilation. There was no report of patient involvement.